Event description:
During a gastric procedure, after firing the staples were not formed. The anastomosis stoma was bleeding. Changed to hand sewiwg and o.r. Time extended by 30 minutes. There was no reported pt consequence and 1 device is being returned.